Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter post operatively, the device misfired with anastomotic tear and leaked 5 hrs. Post-op.